Event description:
Difficult insertion. The catheter would not thread and part of it sheared off during removal, the nurse believes that part was still in patient. The facility could not find any piece of catheter in the patient.

Manufacturer narrative:
The complaint regarding difficulty to insert was confirmed, and the cause appears to be use related. The product returned for evaluation was one powerglide midline assembly catheter. The sample had traces of blood along the sheared tip of the catheter. Gross examination of the sample showed also that the guide-wire was bent. Microscopic visual observation made on the sample verified the presence of the guide-wire tip and verified that the catheter was indeed sheared off. A radial cut was made near the catheter tip where the shear was reported, and a lateral cut was made to reveal the inside surface of the catheter. The inside surface of the catheter revealed abrasion on the sheared end portion. A puncture was observed on the inner catheter surface, with surrounding damage. The shape of the puncture and surrounding damage was similar to that of a needle bevel. It is likely the catheter was advanced and then retracted back against the bevel of the need during use. A lot history review (lhr) of rexe0696 showed no other similar product complaint(s) from this lot number.